Event description:
It was reported that during a stenting treatment procedure, the stent was damaged and malpositioned. Vascular access was obtained through the right femoral artery. The target lesion was located in the right coronary artery(rca). The physician advanced a multipurpose guide to engage the ostium of the right saphenous vein graft svg to the rca graft. A 300cm ez filterwire was then advanced across the lesion and deployed. The physician then direct stented the lesion with a 4.0 x 12mm promus element stent, which was post dilated using a 4.5 x 8mm unspecified balloon catheter at 12 atmospheres. The filterwire was removed and the physician decided to proceed with intervention of the 99% stenosed distal rca. A wire was advanced across the lesion and essentially caused timi 0 flow in the vessel without hang up. A 2.0 x 15mm unspecified balloon was used for multiple overlapping dilation extending into the posterior interventricular artery (pda) with suboptimal results. The physician decided to direct stent using a 2.25 x 16mm promus element stent; however the stent was unable to cross the previously placed stent. A guideliner was advanced and placed proximal to the previously placed stent. The stent was then again advanced and was unable to be placed, so the stent was removed. At this time the physician felt the 4.0 x 12mm pe stent was accordioned and moved distally. A 3.5 x 12mm balloon catheter was used to dilate the stent and a 4.0 x 12mm promus stent was deployed inside the original stent and dilated with a 5.0 x 8mm balloon catheter and flared the distal edges with a step-up lesion against the wall of the vein graft. A 2.25 x 32mm stent was placed distally. A 2.75 x 12mm balloon catheter inflated in the proximal segment. At this time the 4.0 x 12mm pe stent did not appear to be well opposed so the physician placed a 3.0 x 12mm stent in the distal portion over the anastomosis site. The entire stented region was post dilated with a 3.25 x 6mm balloon. The physician than post dilated the mid section with a 5.0 x 8mm balloon catheter. The final angiogram showed excellent results, there was timi 3 flow in the vessels. The procedure was completed with this device. There were no patient complications reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).